Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, no stent was found on the stent delivery system. No patient effects were reported. No additional event or patient information is available. This is being reported based on lab analysis, which revealed that the returned device had crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
(B)(4). (B)(4). Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon had relaxed folds. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and results of the returned product analysis. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. The presence of contrast in the inflation lumen of the returned sds coupled with the noted relaxed fold of the balloon suggest that positive pressure may have been introduced to the system during reparation for use. This may have caused / contributed to the stent dislodgement. The exact cause is unknown, but there is no indication of a product deficiency. A review of the lot history record did not reveal any non-conforming material reports and a query of the complaint-handling database indicated that there have been no other complaints reported with this part number / lot number combination. This MDR is considered closed by the product performance group.